Manufacturer narrative:
Product event summary #geo event description: preliminary geo assessment: preliminary geo conclusion.

Event description:
It was reported that the patient was pacing lower than the programmed device mode. Only ventricular markers were present on the screen, however atrial signal amplitude on the programmer strip was higher than programmed sensitivity. It was impossible to measure pacing threshold, because pacer didn't produce pacing spikes. The impedance measurement put the pacer into inactivity mode that could be interrupted only by lifting programmer header from the device. The physician changed the pacing mode to higher and it didn't change the situation. The patient is scheduled for replacement.no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.